Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife confirmed that the knife was dull through a silicone pad cut test. The coring knife, serial number (B)(6), was returned with an unsecured protective cap. The coring knife handle was not returned. The coring knife had spots of rust on the internal and external body and had rust along the blade edge. Microscopic inspection of the coring knife was performed which revealed that the blade edge had multiple instances of irregular edges with chips and rust. The returned coring knife was unable to cut a test silicone pad as it was not sharp enough. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21 aug 2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The apical coring knife was reportedly 'dull from the beginning'. There were no patient consequences as result of the dull apical coring knife.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the apical coring during an implantation procedure, the apical coring knife was dull and could barely cut tissue. The surgeon elected to use 11 blade to complete the coring procedure. There was no delay in the procedure.